Event description:
On (B)(6) 2010, pt reported receiving an e10 (cartridge error) alert when attempting to change the insulin cartridge. Educated the pt on the change the cartridge process. Assisted with changing the cartridge. Pt reported there was a large air bubble in the top of the cartridge. Had the pt take the insulin cartridge out by going through the change the cartridge function, adjusted the piston rod, put the cartridge back and prime; there was still a large air bubble in the system. Pt stated when he takes the cartridge in and out; it feels wet and is leaking but is not going inside of the insulin compartment. Had the pt fill a new insulin cartridge, rewind the piston rod, adjust the piston rod and then place the new cartridge inside of the infusion device. Pt stated he was putting the new cartridge in before returning the piston rod. Had pt refill another insulin cartridge. Assisted him step by step through the change the cartridge process. Had pt prime the infusion set and place the infusion set and place the infusion device into run mode; no e10 error was displayed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.